Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the event could not be conclusively determined based on the reported information. All mdrs related to this event: 2029214-2016-00442, 2029214-2016-00443, 2029214-2016-00444. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient underwent retreatment one year after pipeline implantation. The pipeline had been implanted to treat an aneurysm in the cavernous internal carotid artery (ica). It was reported that one year after implantation, the pipeline only covered the very edge of the proximal side of the aneurysm. The aneurysm continued to fill. The physician planned to place an additional flow diversion device on the proximal end of the pipeline.